Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for suspected lots with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This episode of the recurrent peritonitis occurred on an unknown date in (B)(6) 2012. Should relevant additional information become available, a follow-up report will be submitted. This is report 8 of 11 involved in this peritonitis report.

Event description:
This is a report from a nurse of a patient with peritonitis. During a call with baxter customer services, the following was reported. The patient was hospitalized for peritonitis and discharged at a later date. The patient had just recently finished the last round of unspecified antibiotics from the last episode of peritonitis and the patient still had issues with peritonitis returning. Follow up information was received from a nurse. The nurse reported that the patient has experienced multiple cases of recurrent peritonitis. The causative agent for all episodes was (B)(6). For every episode of recurrent peritonitis, the patient was treated with vancomycin and gentamycin, intra-peritoneally (doses and frequencies unknown). The nurse stated that after recovering from each episode of peritonitis, the patient would get peritonitis again within a few weeks of the previous episode. The nurse reported that the patient was re-cultured after each event of peritonitis to make the determination that he had recovered from each event. The results of the cultures had shown no growth. The nurse stated that the cause of the recurrent peritonitis is unknown. The patient denies any break in aseptic technique but the patient was retrained in proper aseptic technique after each episode of recurrent peritonitis. The patient has recovered from this event of peritonitis. Peritoneal dialysis therapy was ongoing and, per the nurse, the recurrent peritonitis is not related to baxter?s dianeal solution, device, or disposable parts. Additional information was requested but is not available. Same patient (B)(4).